Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Optical examination of the fracture surface found significant damage and smearing. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported thatpatient underwent an unspecified spinal surgery due to degenerative scoliosis lumbar on an unknown date.post-op, the rod was found to be broken. Patient suffered from lumbar pain post surgery.no other informtion is provided.

Manufacturer narrative:
X-ray review: "long segment thoraco-ilium scoliosis correction. Post op x-rays show bilateral rod fracture at l4-5.deformity correction appears adequate.osteoporosis is present. Unable to determine fusion status.contributing factors include failure of fusion. Root cause patient factors." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.